Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value was not provided. Reportedly, the bg was addressed with a manual injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.